Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. A notification of non sustained right ventricular oversensing was reviewed and confirmed to be far p wave oversensing. Programming changes were not made at this time. The device is being monitored. The patient was stable.